Event description:
Pump driver failed. General endotracheal anesthesia. Failure of the jostra rotaflow centrifugal cardiopulmonary bypass pump during the perfusion run while the heart was cross-clamped. This resulted in an approximately one minute time period of no perfusion while hand-cranking was instituted, and then a second approx 1 minute and 45 second period of interruption of flow to splice out the failed pump and replace it with a backup pump. During this time, the bis anesthesia eeg monitor showed flat line eeg, which promptly returned to normal with reinstitution of flow.